Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.

Event description:
It was reported that this patient was hospitalized and a revision procedure was performed, wherein this right ventricular (rv) lead was surgically abandoned due to an unknown reason. No additional adverse patient effects were reported.